Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On (B)(6) 2012 at an unspecified time in the intensive care unit, (ICU), the device was programmed to deliver propofol 10mg/ml, with a rate of 30mcg/kg/hr. No further programming parameters were provided. After an unspecified length of time, the nurse went to the pt's room in response to a ventilator alarm. At that time, the nurse noted the pt was not sedated and had extubated himself. The customer contact reported the device display indicated a "processor exception." There was no reported audible alarm tone. The customer contact indicated that the delivery had stopped and that there was 75ml remaining in the container instead of an unspecified volume expected to be remaining. The nurse reported after an unspecified length of time, the pt went into atrial fibrillation. The physician was notified. The pt was treated twice with an unspecified concentration of amiodarone. After an unspecified length of time, it was reported the pt returned to normal sinus rhythm and did not require re-intubation. The device was removed from clinical service. Therapy was not resumed. At an unspecified time, the pt was transferred to the telemetry unit. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.